Event description:
On (B)(6) 2019, the reporter contacted lifescan united states, alleging that the subject meter read inaccurately erratic. The reporter claimed to have performed 2 precision comparisons with the subject meter, obtaining blood glucose readings of ¿292 and 100 mg/dl¿ and "167, 137, 134 and 107 mg/dl". The results in each comparison were obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.